Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter and the patient suffered a patient consequence of a pneumothorax treated with a chest tube. Several hours after the procedure case was completed, a pneumothorax (a deflated or collapsed lung) was noticed in the patient. It could not be confirmed how the injury was initially discovered. The pneumothorax was confirmed via the x-ray machine, and medical intervention provided was administering a "chest tube" into the patient's chest. The physician believes the cause could be related to intubation. The patient is in stable condition. Products used during the procedure were ngen¿ generator, carto¿ 3 system, reprocessed sterilmed webster® cs catheter, reprocessed sterilmed soundstar® catheter, and reprocessed sterilmed pentaray® nav eco catheter. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).